Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A ccc specialist remotely accessed the instrument and found a clog was detected, indicating a potential issue with clog in the aliquoter probe or drain, or a sample issue. Per ccc's instructions, the customer styletted the aliquoter and cleaned the drain and probe. The customer flushed the aliquoter drain with bleach and hot water. The customer primed the aliquoter and ran quick check which passed. The customer ran precision, resulting satisfactory. The cause of the discordant, falsely depressed glu result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed glucose (glu) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same dimension vista instrument, resulting higher. The repeated result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glu result.